Manufacturer narrative:
The reported event is unconfirmed - product met specifications. Visual inspection noted 540 unopened magic 3 catheters were received. No damage noted on exterior of packaging. Dip line and hydrophilic coating present. Samples were tested. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that intermittent catheters were faulty with no water or not lubricated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that intermittent catheters were faulty with no water or not lubricated.